Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date.

Event description:
This balloon burst in this female patient . There was no consequence to the patient. As per the qualrap, no additional procedural or patient information is available.